Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka that was performed at lasted 11 years ago. A revision of journey 1 was performed on (B)(6) 2022 due to the insert post broke. The femoral and tibial components are well placed, therefore, only the insert was exchanged. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the picture was reviewed, and revealed that the post of the device broke. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. A single undated, unlabeled photo of an insert with a broken post was provided; however, it does not aid in determining the root cause of the reported failure. Based on the information, a revision was performed as treatment, and only the insert was exchanged, the femoral and tibial components were reported as well placed. The impact to the patient beyond the post breakage, the revision and the subsequent post-operative convalescent period cannot be determined since the patient¿s status is unknown. Therefore, no further clinical/medical assessment is warranted at this time. Should any other medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A factor that could contribute to the reported event include traumatic injury. The contribution of the device to the reported event could be corroborated since the insert was exchanged. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Corrected data: d1, d2a, d2b, d4 (part number), g4 (510k number).